Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor, the u13 processor, and the d2 diode were shorted. The cause of the inability to charge the battery pack is the contamination and shorted transistor. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not charging the battery pack properly.